Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
Air dermatome "was" stopped working during the surgical procedure. There was a delay over 30 minutes and the patient was under anesthesia. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the air dermatome stopped working after 10cm of skin was harvested. A separate air hose was opened to see if it was due to faulty air hose or not, but with no success. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) have previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was may 15, 2017 where it was reported that the device would not take skin evenly across the 4 inch blade and the machined head, bearings, adjustment cam, vespel bearings, motor, motor sleeve, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, neck, swivel, eccentric shaft, 1 inch, 2 inch, 3 inch, and 4 inch width plates were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet (B)(4) on october 23, 2018 revealed the depth bar was loose and able to be moved from side to side. Product review of the air dermatome by zimmer biomet (B)(4) on november 5, 2018 revealed that the motor did not run. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet (B)(4) on november 7, 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the motor did not run. The cause of the device stopping was due to the dead motor. The root cause of the device stopping could not be determined with the provided information since it is unknown how the motor became damaged. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the air dermatome was stopped working after 10cm of skin was harvested. A separate air hose was opened to see if it was due to faulty air hose or not, but with no success. Surgery was delayed in the middle of procedure for 1 hour until second air dermatome which was used in previous case returned from sterilization.